Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl at the time of the incident. The customer states that the pump appeared to have suspended throughout the incident date for unknown reasons. The customer was at 53 mg/dl at the time of the call. The customer used the pump to treat for the high, and juice for the low. The customer was wearing the insulin pump during the incident. Troubleshooting not completed as the customer felt the issues were sensor related. The sensor will be returned for analysis.